Manufacturer narrative:
Information anticipated, but unavaiable at this time.

Event description:
It was reported that during an unknown procedure, there were 2 devices used in the case. They began with a device and the clips would not stay on the tissue and dropped off. They used a second different device and the clips would not stay on the tissue; a second same device was used to complete the procedure. There was no adverse consequence to the patient.